Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top case and left plunger case cracked. The pump event history showed a acu watchdog failure in error history log (ehl). During the evaluation, the cause of the reported issue was unable to duplicate the acu watchdog failure during power up process. The root cause of the reported issue was unable to be determined as no physical or any other damaged was found on main board. The technician replaced the main board for preventive measures. Performed power up process and all functional tests which passed.

Event description:
It was reported that a acu watchdog failure was displayed. No patient injury was reported.